Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required. Catalog number, lot number, UDI number) and h4 are unknown. No information has been provided to date.

Event description:
It was reported that when starting the pump, it alarmed no disposable pump won't run. Two pumps have been tried with the same cassette. The cassette is a flow stop cassette. The cassette was removed and reattached. Upon restart, the pump alarm continued. The patient was hooked up to pump on monday and still has 50 ml remaining in the cassette. The patient was not affected. There was no patient injury.

Manufacturer narrative:
No lot number was provided; therefore, device history record review could not be completed. No product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed as no product sample was received for evaluation. If the product is returned, the manufacturer will reopen this complaint for further investigation.